Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no ramping numbers anomaly on the device. The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump was received with scratches on the lcd window, cracked case display window corner, cracked reservoir tube lip and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 465 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers continued to scroll up without input. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.